Manufacturer narrative:
Multiple attempts have been made to try to get add'l info but no response received from the customer. A follow-up report will be submitted if new info becomes available.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. Pt condition as a result of the event is unk. Covidien technical support engineer troubleshot this issue with the customer over the phone and recommended inspiratory electronics pcb be replaced.